Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported with the follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator rebooted on its own. A device failure message was posted. No patient injury was reported.

Manufacturer narrative:
The description of the event and the logfile sent provided a basis for the investigation. The logfile was analyzed regarding the reported warmstart while being on a patient. The reported event could be reproduced as a "logfile writing operation failure" was recorded in the logfile. The failure can be traced back to a timing problem with a internal software process that reoccurs every 30 minutes for 5 ms. The timing problem affected the consistency check of the logfile writing operation. The inconsistency caused the warmstart. In case the software initiates a warmstart high priority visual and acoustical alarms are posted. The emergency air intake valve allows the patient to breath spontaneously. Ventilation will be continued after latest 12 seconds with the latest settings. The described deviation is known for the device software up to version 4.20. Software version 4.21 is available and the update will fix the reported symptom. Conclusion: the device reacted on a deviation which was internally detected as specified and triggered a warmstart in order to solve the deviation. Further measures were not taken.

Event description:
Please see initial report.